Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section d1/d2a/d2b, d3 & d4 - product material has been changed from unk_ngp to mmt-1884. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia and reported loss of communication between pump and transmitter. The customer reported blood glucose was 33 mg/dl, treated with glucose/carbohydrate intake. The event involved product(s) mmt-1884. Troubleshooting was partially completed and confirmed that the past event of hypoglycemia was resolved and the customer was advised to contact if needs any further assistance. No further patient complications were reported. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported loss of communication between pump and transmitter. The customer reported blood glucose was 33 mg/dl, treated with glucose/carbohydrate intake. The event involved product(s) unk_ngp, mmt-7841n. Troubleshooting was partially completed and confirmed the past event of hypoglycemia was resolved and customer was advised to contact if needs any further assistance. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for mmt-7841n.